Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted as a replacement for an chronic competitor lead that exhibited noise and pacing inhibition resulting in syncope. During implant of this lead, the physician was initially unable to extend the helix after 20 turns of the terminal pin. The lead was withdrawn, tested, and confirmed functional. The lead was then successfully placed with good measurements though no sensing could be measured due to the patient having no underlying rhythm. Prior to discharge it was observed that pacing threshold and impedance measurements had increased but were still within acceptable limits. The patient was discharged with additional follow-up planned but that evening experienced several syncopal episodes due to loss of capture resulting in rehospitalization. A temporary pacemaker was used in the emergency ward until the device could be reprogrammed to maximum output resolving the asystole. There was no evidence dislodgement or perforation upon x-ray review. A revision procedure was performed wherein the lead was explanted and replaced with a competitor product; the pacemaker remains in service. No additional adverse patient effects were reported.